Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. As troubleshooting measure the cts had the customer disassemble the ise (ion selective electrode) sample pot and it was found it was clogged. The failure mode was determined to be due clogged ise sample pot. To resolve the issue, the customer replaced the sample pot assembly. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Initial reporter email was not provided. Evaluation code: component code: 4756 appropriate code term/component code not available was used for the sample pot. Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated erroneous high patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on system au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer verbally provided one (1) example of a patient result.